Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08820 inches. No possible over/under delivery anomaly noted. Device had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and the insulin pump alleging possible pump over delivery. The customer blood glucose level was 42 mg/dl at the time of incident and the current blood glucose of the customer was 76 mg/dl. Customer reported that cracked on reservoir lip ring. Customer reported that reservoir was able to locking in place. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer experienced symptoms such as chills and sweating, weakness, fatigue, lethargic and irritable during low blood glucose event. The customer was treated with juice. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.